Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0m7c4, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a sudden return of symptoms. Stimulation was on, but the patient did not feel stimulation. The patient increased stimulation to 0.85 v and that was too strong. Stimulation was decreased to 0.8 v and felt comfortable. The patient had not been adequately trained on their programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.